Manufacturer narrative:
There were no reports of system or component failure and the patient reported being hopeful of having the system re-implanted after the infection clears. Patient was implanted for approximately 9 months before developing an infection. It is unlikely that the infection is related to the nalu system due to the length of time between implant and development of infection.

Event description:
Patient was implanted with the nalu pns system on (B)(6) 2022. On (B)(6) 2023 a nalu rep was notified by the physician's office that the patient had an infection. The infection failed to respond to treatment and on (B)(6) 2023 a full system explant was performed.